Event description:
The ge oec 9800 fluoroscopy system had uncommanded collimator close downs and system lock-ups that required system reboot to correct.

Manufacturer narrative:
A ge oec service representative investigated the issue and performed a single board computer upgrade, along with the associated components to restore system operation and compatibility. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.